Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0c39w, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available as of the date of this report, a supplemental report will be submitted when results are available.

Event description:
It was reported that the patient was not able to tolerate any stimulation where the lead was placed intraoperative. It was noted that the health care professional (hcp) did not remove the stylet and moved the lead 2 mm anterior. It was noted that when the hcp pulled the lead out and wiped it down, blood and fluid remained up inside of the bottom of the lead by the contacts. It was noted that the lead did not look normal so a second lead was opened. Additional information received reported that there was possible damage of the lead and breakage was selected. It was noted that there was no patient death and no patient injury. It was noted that the patient recovered without sequelae.